Event description:
On (B)(6) 2012 the lay user/patient's mother contacted lifescan (lfs) alleging her daughter's onetouch ultralink meter was prompting an error 2 message when she was attempting to test her blood glucose. Per the ultralink owner's booklet, the error 2 message prompts when there is a problem with the meter, or the operator is using a used test strip. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the evening, the patient's mother alleged the issue began. The patient reported managing her daughter's diabetes with insulin pump therapy. The patient reported making no changes to her daughter's usual diabetes routine, including the insulin sliding scale (type and dose unknown). At approximately 6pm that evening, after the alleged error message began to appear, the reporter claimed the patient developed a headache. The reporter denied her daughter receiving any treatment in response to the alleged issue. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and there was no misuse of the product. The cca also noted that the patient's testing steps were correct. However, when the cca assisted the reporter with a retest, the alleged issue was not resolved. Replacement products were sent to the patient. There is no indication the alleged issue caused or contributed to an adverse event. The patient's symptoms do not meet lfs' criteria for a serious injury. In addition, the patient did not receive medical treatment for symptoms suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.